Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Note: additional facility information: (B)(6). Note: this report contains supplemental information for mentor psr reference number (B)(4). Since (right side report) psr submission reference number (B)(4) and psr reference number (B)(4) (following MDR reference number 1645337-2019-20259) were duplicated and the complaint contained two sides left (psr reference number (B)(4)) and right side (psr reference number (B)(4)), the complaint has been updated to contain all of the most current and correct information, and final reporting and documentation of this event will take place in this complaint file, manufacturer's reference number 1645337-2019-25600 for the left side. This report contains supplemental information for mentor psr reference number (B)(4). This device report is being submitted as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old female patient underwent a primary breast augmentation with mentor memorygel breast implant 235cc on the right side and with mentor memorygel breast implant 215cc on the left side and experienced bilateral capsular contracture, baker grade ii/iii. On (B)(6) 2017, the patient has noticed that her right implant was higher and rounder than her left implant. The patient felt like her right implant did not "drop" as much as the left side. The patient stated the implant feels a little harder. On (B)(6) 2018 the healthcare professional advised the patient that she is experiencing bilateral capsular contracture. As a result, the patient underwent removal on (B)(6) 2019. The right side was replaced with mentor memorygel breast implant 235cc, catalog number 3507235mc , serial number (B)(4), lot 7608790. This report contains supplemental information for mentor psr reference number (B)(4). This medwatch is for the left breast implant.